Manufacturer narrative:
(B)(4). Associated medical products. Ref. 183024; lot j6371325; description: vangaurd tm cr interlok femoral 60mm left; ref. 189022; lot 376110; description: vanguard tm anterior stabilized tibial bearing 12mmx63mm; ref. 4720502083-3; lot 837da09200; description: refobacin plus bone cement; foreign report source: (B)(6). This product is manufactured by biomet (B)(4) orthopaedics, s.l. And is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet warsaw manufactures a similar device that is cleared or distributed in the united states under 510(k) number k945028. Product not returned yet.

Event description:
It was reported that the patient underwent a primary knee prosthesis with vanguard, where signature molds were used. The patient started with pain shortly after the surgery, which became disabling. The surgeon decided to review the tibial component to correct a possible excessive posterior slope. During the revision surgery, a total detachment of the vanguard tibial plate was detected, without any cement residue at the base.

Manufacturer narrative:
(B)(4). Additional information regarding the reported event detected during the investigation.

Event description:
Total detachment of the vanguard tibial plate.